Event description:
Customer requested assistance evaluating an unusual observation. Upon evaluating the device and logs they determined that an infusion inaccuracy occurred when the device was loaded with an ims 30 ml prefill, but the user was able to select a monoject 60 ml syringe. Logs were submitted to cardinal health for review; the following was found: an ims 30 had been programmed to infuse and ran until about 8:45 pm when the device delivered the final dose from the syringe and alarmed for syringe empty. At 9:08 pm the module was accessed and a monoject 60 syringe was chosen from the main screen. The user then proceeded to restore the previous parameters, however for this infusion the custom concentration selection was chosen from the drug menu options instead of the standard concentration. The concentration selection was chosen from the drug menu options instead of the standard concentration. The concentration was then entered with the drug amount programmed as 1 mg and the diluent amount programmed as 30 mls, resulting in a concentration of 0.33mg/ml. After confirming the restored parameters the infusion was started. At 9:16 pm a dose was requested and delivered. According to the log the dose was equal to 30 mls of fluid. This suggests that the dose parameter restored from the previous infusion was 1 mg. A 1 mg dose with a concentration of 0.33mg/ml would equate to 30 mls of fluid. At 9:33 pm another dose was requested and delivered. At 9:37 pm the module alarmed for near end of infusion. And at 9:38 pm the module alarmed for syringe empty.

Manufacturer narrative:
(B) (4). (B) (4). Testing on the lab pca test device replicated the reported issue that an ims syringe can be loaded improperly and the monoject 60 selection used. It was found that with an ims 30 syringe installed and the clamp not quite fully clamped, the syringe selection shows a bd 50/60 and a monoject 60 as the only syringe selections available. Testing was then performed to determine the functional effect of choosing a monoject 60 syringe when an ims 30 is actually installed. Rate accuracy testing was performed using a custom concentration selection with the predetermined pca dose rate set at 150 ml/hr. Mean flow rate for this test was measured at 108.02 ml/hr (-27.98% error). Findings of this investigation are being processed through our normal risk assessment process, and appropriate actions will be determined. From that process. Multiple requests have been made to the customer to obtain pt info; to date the only info provided is that there was no long-term effect on the pt. Info has been provided to the customer on the purpose of the custom concentration function and the applicability of this function to various pt populations. Additionally info was provided with reference to adding guardrails dosing limits if the custom concentration feature will be continued to be used. The customer had indicated that they will be evaluating the current status of their data set and make a determination as to the relevance of the custom concentration function to their care areas and the potential need for setting guardrails dosing limits for pca. This report was filed by the MFR.